Event description:
It was reported that a patient presented with dislodgement noted on the right ventricular lead. The lead was explanted on (B)(6) 2023. The patient was stable throughout.

Event description:
New information received notes that the lead exhibited low sensing and loss of capture due to the dislodgement. The dislodgement was noted in-clinic and confirmed through a chest x-ray. No further patient consequences were alleged to be caused by the dislodgement. The lead was not returned.